Event description:
Ra lead undersensing and diminished p wave morphology resulting patient receiving inappropriate shock. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).